Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
"Our sales rep (B)(6) reported that he was following a surgery, where the following issue went up: he reported that it is not possible to use the femoral trial drill guide with the drill peg, as the drill blocks on the drill guide and take out the femoral trial with pins."